Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to the health effect ¿ impact code. The initial report documented the incorrect health effect ¿ impact code of ¿insufficient information (f24).¿ the correct health effect ¿ impact code is ¿recognised device or procedural complication (f15).¿ this is one of three products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2021-00025, 1226348-2021-00026, and 1226348-2021-00027. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. The correct health effect - impact code is ¿recognised device or procedural complication (f15).¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, ethnicity, and medical history were not provided. The median age of the study population is 58 years old. The majority of the gender of the study population is female. The majority of the race of the study population is white. Procode is mof/dqx. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Information such as initial reporter facility name, address, city, state, name, phone, and email address are not available / reported. The device manufacture date is not known as the product lot number of the device is not available / not reported. [Conclusion]: the following complications were reported through the database related research activities (drra) report source on behalf of the md-epidemiology, via study number (B)(6) that aligned to the cerenovus product, neuroscout steerable guidewire. It was reported that one (1) patient underwent an endovascular treatment procedure for an unruptured intracranial aneurysm with the neuroscout steerable guidewire (unknown product code / unknown lot #) device and experienced vessel damage at the time of index procedure and not present on admission. Based on complaint information, the devices were not available to be returned for analyses. The device lot numbers were not available. The manufacturing documentation review could not be performed without the lot numbers. Product analyses cannot be conducted as the products were not returned for analyses. In addition, there was no report of malfunction associated with the devices. As such, the investigation will be closed. With extremely limited information available, the relationship between device and the adverse event cannot be determined. Since these conditions can cause permanent damage/death or may require medical intervention to prevent permanent damage/death, these events are MDR reportable. There was no information on patient medical history, and no information on the device and its performance during use in the study procedure and no information related to concomitant devices used during the procedure. The device catalog and lot numbers are not known; therefore, the determination of possible device-related causes cannot be determined through device analysis or through device history record review. The exact cause of the event could not be conclusively determined. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of three products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2021-00025 and 1226348-2021-00027. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The following complications were reported through the database related research activities (drra) report source on behalf of the md-epidemiology, via study number (B)(6) that aligned to the cerenovus product, neuroscout steerable guidewire. It was reported that one (1) patient underwent an endovascular treatment procedure for an unruptured intracranial aneurysm with the neuroscout steerable guidewire (unknown product code / unknown lot #) device and experienced vessel damage at the time of index procedure and not present on admission.